Event description:
Caller reported a potential (B)(6) troponin (tni) on the triage sob profiler versus the lab. An (B)(6), female patient was admitted to the hospital with a preliminary diagnosis of hypertension. No data was provided and no additional patient information was given. As of (B)(6) 2011, patient is still in the hospital.

Manufacturer narrative:
As of (B)(4) 2011, the customer has not provided a lot number for the product addressed in this complaint. Product support cannot conduct an investigation without additional information. The customer also refused to provide any tni recovery data or patient information due to (B)(4) issues. Product support was unable to verify the customer's complaint or conduct an investigation. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.